Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated he was calling back for the same pump power error which occurred again, power error recurred within a week of trouble shooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specs and passed self test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.